Event description:
The wire guide was being utilized through a ureteroscope. The wire guide coating came off the wire guide and was in the ureter. No other information is available concerning this event.